Event description:
It was reported that a totally occluded, heavily calcified superficial femoral arterial lesion was accessed through an ipsilateral infrapopliteal artery. During the stenting procedure, an absolute pro was advanced without resistance and after deployment; the delivery system could not be withdrawn back into the guiding catheter sheath. A cut down technique was performed when the delivery system could not be removed from the 6 french sheath and it was noted that the absolute pro stent was partially deployed off of the delivery catheter and broke in half. The distal end of the separated stent was left in the patient, fully deployed, and reportedly, the broken ends were straightened by the force of trying to remove the delivery system. The proximal end of the stent, the stent delivery system, and the guiding catheter were removed as one unit via the cut down procedure. Another absolute pro stent and an absolute stent were deployed and post-dilatation was completed with four fox cross balloons successfully. There was no adverse patient sequela reported. The procedure length was 90-120 minutes and there was a significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent separation was able to be confirmed. The failure to deploy and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil guide wire: ht supracore. Sheath: bard 6fr. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.